Event description:
It was reported by repair work order that the motion interrupt pan was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the motion interrupt pan was broken and the siderail bed up/down on the patient left side was not working due to cable damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the siderail bed up/down on the patient left side was not working due to a damaged cable.